Event description:
We have a potential safety issue regarding the products used in hydrogen peroxide sterilization . 3m and aesculap make products for the hydrogen peroxide sterilization and they are opposite in the colors designating processed and unprocessed. Neither company makes all the products. 3 m makes the products used for wrapped items; go from blue (unprocessed/unsterilized) to pink (processed/sterilized) whereas the products from other manufacturer (aesculap) used for outside metal containers; go from pink (unprocessed /unsterilized) to blue (processed/sterilized). Sterile processing manager have contacted both vendors regarding the identified patient safety risk and the subsequent angst of the procedural caregivers. We have asked both vendors to respond to this opportunity by developing a new product line or collaborate with each other to standardize the process colors. Awaiting response from vendors.